Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement, with high pacing thresholds and undersensing. No additional adverse patient effects were reported.